Manufacturer narrative:
On 8/15/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Replacement device information was provided as 375cc mentor memorygel breast implant; catalog number: 3503754bc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the device was explanted on (B)(6) 2019. Hence, the following field were updated: manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/26/2019, mentor became aware that patient underwent bilateral explantation and replacement with 385mlnatrelle srf implant on (B)(6) 2019. On 8/28/2019, device evaluation was completed. Device evaluation summary: the analysis results show that the device appeared intact. Leak testing revealed there was a tear at the union between patch and shell of the implant, measuring approximately less than 0.1 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 380 cc mentor smooth round high profile; catalog number: 3503380; serial number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with 380 cc mentor smooth round high profile and was presented with left side deflation noticed by the patient on (B)(6) 2019 and confirmed by the physician upon physical exam on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.